Event description:
It has been reported to philips that the system failed to boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed system failed to boot up. Review of system log could not confirm the malfunction. Upon failure analysis of defective ups 1phase data integrity controller sp, it was found electronic defect and a part of board inside unit was burned black indicating a short-circuit. But, the cause of the ups data integrity battery failure could not be conclusively determined by the supplier's part analysis. However, fse found that there was no power to system and the ups didn¿t accept the input charge and. The philips engineer replaced fuse and ups. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.